Manufacturer narrative:
The reported incident that 2.3 m variax hand lock plate,straight,16holes was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by off label use. The returned device is a hand device and was implanted on ¿the 2nd metatarsal¿ of the patient; in the foot. This device is not designed and intented to be used in the foot. Therefore this case is classified as a user-related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The plate on the 2nd metatarsal breaks. Usage time 6 months.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The plate on the 2nd metatarsal breaks. Usage time 6 months.